Manufacturer narrative:
Additional information: e1, e2, e3, g2 - healthcare provider and medical facility information; h6 - added "unexpected medical intervention" in place of "no health consequences or impact"

Event description:
New information received notes programming changes were made on the implantable cardioverter defibrillator to restore normal parameters. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator presented with post-paced t-wave over-sensing. No changes were reported. The patient status was unknown.